Event description:
Upon visiting the user faiclity vsi became aware of the occurrence of hematomas using the duett pro sealing device. Attempts made by vsi to obtain patient treatment and status have been unsuccessful at this time.